Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined: this showed the device tubing was broken. No further testing was performed. The review of the manufacturing process could not attribute the damage seen to the manufacturing process. The issue was determined likely caused by damage occurring during use.

Manufacturer narrative:
Customer was unable to provide the affected lot number. Therefore device manufacture date is unknown.

Event description:
Information was received regarding a cadd extension sets. It was reported that tubing was cracked. Additionally, a rn found the tubing to be leaking at the manufactured connection point. The leak was discovered during the bedside safety check at handoff. The infusion set was changed as the leaking set increases the risk of clabsi for the double lumen PICC in use. There was no known injury reported.